Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarm occurred. A supply change was performed resolving the occlusion. Customers blood glucose was 250 at the time of event.